Event description:
It was reported that in exposure control mode, the system displayed the error 'internal 'cabling/drill console error'. After rebooting received error '40000000000', indicating siu issue. Procedure completed with manual instrumentation.

Manufacturer narrative:
H10: h3, h6: the device, used during treatment, was returned for a evaluation and was discarded. The functional investigation of the returned siu found that it would not turn on when connected to power due to a blown f1 fuse. The blown fuse caused the error code 40000000000 to appear. The inspection procedure document was reviewed for the device at the time of manufacturing and passed all tests. Therefore, the reported product met manufacturing specifications prior to be released for distribution. A complaint history review found similar reports of this issue. This issue will continue to be monitored. The surgical technique guide released at the time of the complaint provide instructions on how to recover to a fully manual procedure in the case the of a navio surgical system failure at any point during the surgical case. A failure can consist of, but is not limited, a system software crash, unrecoverable hardware failure, handpiece failure with no back available, tracker array failure or loss of contact with bone that is unrecoverable., etc. This failure is an identified failure mode within the risk file. The relationship of the device and the reported event has been established. The error message was caused by a blown fuse in the siu. The root cause of the reported event was due to electrical component failure.